Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and left heart catheterization. After performing the first transseptal puncture and while mapping the left atrium (la) the patient's vital signs began to drop. The physician noticed a drop in blood pressure and heart rate. An interventional cardiologist was paged, CPR and a left heart catheterization were performed. The pentaray nav high-density mapping eco catheter and soundstar(r) eco diagnostic ultrasound catheter were in the body when the patient's vital signs started declining and the ablation catheter was later introduced to pace the heart. No ablation had been performed at this point. The caller stated that there were no findings (anomalies) from the left heart catheterization. The physician also used the soundstar catheter to confirm there was no effusion or perforations. The patient was stabilized, his condition improved, and the procedure was completed successfully without further complications. Physician's opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. With the information available, given the adverse event occurred while mapping the la while the pentaray and soundstar catheters were inside the patient's body, this event will be conservatively coded and reported under both catheters. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. This report is for the pentaray. The soundstar was reported under manufacturer report number 2029046-2021-00190.

Manufacturer narrative:
On(B)(6)2021, bwi received additional information indicating that the catalog number for the pentaray is d128211 as opposed to d128210. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
Note: the g04 component code for "mechanical" is not available for FDA submission; however, that is the preferred designation for the component in question. On 4/14/2021, the product investigation was completed. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and left heart catheterization. After performing the first transseptal puncture and while mapping the left atrium (la) the patient's vital signs began to drop. The physician noticed a drop in blood pressure and heart rate. An interventional cardiologist was paged, CPR and a left heart catheterization were performed. The pentaray nav high-density mapping eco catheter and soundstar® eco diagnostic ultrasound catheter were in the body when the patient's vital signs started declining and the ablation catheter was later introduced to pace the heart. No ablation had been performed at this point. The caller stated that there were no findings (anomalies) from the left heart catheterization. The physician also used the soundstar catheter to confirm there was no effusion or perforations. The patient was stabilized, his condition improved, and the procedure was completed successfully without further complications. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the pentaray nav eco. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the pentaray nav eco. Per the event, several tests were performed. The magnetic features were tested and no issues were observed. In addition, the deflection test was performed and the product was deflecting correctly. During the irrigation test, it was found an irrigation issue, through the disection of the device it was found some particles inside the irrigation tube, after an scanning electron microscope (sem) analysis it was conclude that was saline solution; however, the customer confirmed that they did not present any irrigation during the procedure therefore, the irrigation issue found during the product investigation is not related to the customer complaint. A manufacturing record evaluation was performed for the finished device 30431150l number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, bwi received additional information confirming that the pentaray nav high-density mapping eco catheter was used to map. On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).